Event description:
Per complaint (B)(4), the hand driver became stuck inside of two separate implants, resulting in the implants removal. This complaint is for the tool associated with 3500a 3001617766-2019-00059 and 3001617766-2019-00060.